Event description:
Physician was ablating an osteoid osteoma, a benign bone tumor, in the leg. The nurse was operating the generator, and noticed a drop in temperature. The nurse increased the power to raise the temperature. "It is apparent that the electrode came in contact with the cannula, which caused the temperature drop and the cannula to burn the pt." Radionics found the perfusion electrode to be within specification.